Manufacturer narrative:
7/9/2007: initial report sent to FDA.

Event description:
Reportedly, after stapling was completed; the staple line was leaking and the staples were not properly closed; sutured with thread; patient has a temporary colostomy. Procedure: sigmoidectomy.